Event description:
A report was received that the patient was having trouble charging beyond two bars. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a revision.

Event description:
A report was received that the patient was having trouble charging beyond two bars. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a revision.

Event description:
A report was received that the patient was having trouble charging beyond two bars. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the physician replaced the ipg. The physician suspected device malfunction. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was having trouble charging beyond two bars. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical,and photographic imaging tests performed. The complaint was confirmed. The ipg exhibited premature battery depletion. Battery depletion rate with the stimulation turned off and sleep current rate of the device were exceeding the expected ranges. Troubleshooting to specific component level was impossible since both analog/digital integrated circuits were covered in the epoxy resin top.